Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having discomfort where the ipg was located. The patient underwent a revision procedure wherein the ipg was moved and replaced. The patient was reportedly doing well postoperatively.